Event description:
It was reported that the patient presented in the clinic for a routine follow up. Upon interrogation, the right atrial lead exhibited noise which was reproducible with pocket manipulation. Additional information noted that atrial noise first presented in (B)(6) 2013. The lead was explanted and replaced. The patient was in good condition post procedure and was discharged home the following day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: final analysis found that the insulation was abraded at 9.7 cm to 10.3 cm from the connector pin which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device.